Manufacturer narrative:
--

Manufacturer narrative:
All available information indicates that this product remains in service. If additional information becomes available the event will be updated.

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) recorded out of range shock impedances of greater than 125 ohms. It was noted that shock impedances at implant were 70 ohms. Technical services (ts) noted a potential connection issue. To date, there have been no reported adverse patient effects related to this clinical observation.

Event description:
Additional information was provided that this patient will be receiving a left ventricular (lv) lead implant, at which time the physician will address the high shock impedances.